Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing was not conducted properly due to leakage from distal end. The event can be detected and prevented by following the instructions for use (IFU) sections: - the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the evaluation: switch 1 had wear. Due to a crack on the distal end, water tightness was lost. Parts required replacement. During the incoming inspection, no leakage was found.   The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the evis exera ii duodenovideoscope for maintenance. Upon inspection and testing of the returned device, it was observed that the air/water cylinder had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.